Event description:
Feeding pump plunger malfunctioned during beginning (less than 2 minutes) of feeding for infant. The pump stopped and alarmed appropriately, but the plunger would then not read correct syringe size. FDA safety report ID # (B)(4).